Event description:
Husband of home pt (hp) reported hp was overfilled while using the homechoice cycler for adp therapy. On 6/24/1999, the husband of hp reported that last time the hp used the homechoice cycler on 5/10/1999, the cycler displayed a total ultrafiltrate volume of -2125ml, yet hp's fill volume was 2000ml. Husband of hp reported hp felt full during therapy and performed a manual drain after therapy; however, he cannot provide details regarding volume of fluid removed. Husband of hp report hp received an operation for a hernia since the last time the hp used the homechoice cycler. Follow-up with the health care professional (hcp) reveals the hp visited switched modalities to hemodialysis on 5/11/1999. The hp's abdomen was drained at the center and 2100ml of fluid was removed according to hcp, there was no pt injury or medical intervention. Hcp does not attribute hernia to the homechoice cycler. According to the hcp, hp was found to have the hernia on 5/4/1999 and surgery for hernia occurred 6/1/1999. Hcp further relates hp has history of herina sugery and subcutaneous leakage as a result of a weak abdominal wall. Hcp states hp has a history of non-compliance and feels incident may be related to user error.